Event description:
The 90% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel. The 12mm x 5.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured at nominal pressure. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. There was no damage or irregularities noted on the balloon, balloon bonds and markerbands. The device was pressurized with an inflation device filled with water. The water leaked out of the distal tip. Magnified inspection of the inner shaft revealed that the inner shaft was separated at the bi-component weld. The inner shaft was buckled with a hole 5cm from the distal tip. The inner shaft damage prevented the balloon from inflating. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
The 90% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel. The 12mm x 5.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured at nominal pressure. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.